Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the duodenovideoscope was reprocessed incorrectly. There were no reports of patient harm.

Event description:
The issue occurred during reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was not returned to olympus for inspection; however, the customer's complaint was confirmed by the endoscopic support specialist. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "incorrect reprocessing" malfunction would likely be related to a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user. The event can be prevented by following the instructions for use which state: preventive measure is described in IFU: tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories. An olympus endoscopy support specialist (ess) was dispatched on 07 may 2024, to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. During the in-service the ess covered the guidelines on reprocessing the olympus scope per the on-track form and reprocessing manual. The staff also performed a return demonstration to show they understood the process. The customer also understood that the olympus reprocessing manuals are the validated source of instructions. Olympus will continue to monitor field performance for this device.